Event description:
It was reported that approximately six years post vena cava filter implant; three detached filter limbs have been identified. One fragment is in the left atrium of the heart and two other fragments are in the ivc. The filter is scheduled for removal. No reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation is lot number unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment. Unable to determine the root cause based upon the available information. The current IFU (instructions for use) states: warnings / potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Manufacturer narrative:
The lot number was provided. The device history records were reviewed. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfqj4833, for this failure mode. The device was not returned. Images were not provided. However, medical records were provided and reviewed. Based on the medical record review limb detachment is confirmed.

Event description:
Information provided in medical records indicate the filter was removed percutaneously and two fractured filter limbs were removed at the same time from the ivc. There was no attempt to remove the fractured filter limb from the heart, per the pt's request. The pt tolerated the filter removal procedure well.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years seven months post filter deployment, a CT of the thorax demonstrated an ivc filter strut in the left atrium at the origin of the right inferior pulmonary vein. Approximately three weeks later, filter retrieval was successfully performed including retrieval of two broken struts; however, one strut in the left atrium was not retrieved. The filter was found to be significantly tilted to the patient's right, placing the filter apex in contact with the right lateral caval wall. Therefore, the investigation can be confirmed for filter tilt and limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six years post vena cava filter implant; three detached filter limbs have been identified. One fragment is in the left atrium of the heart and two other fragments are in the ivc. The filter is scheduled for removal. No reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and the filter struts perforated into organs. It was alleged that a detached arm of the filter remains in the patient¿s thorax. The device was removed percutaneously. The current status of the patient is unknown.